Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus inspected the device, and the phenomenon was reproduced. A poor manifold unit was observed. Therefore, it is presumed that the event, ¿smoke evacuation does not work due to poor manifold unit,¿ occurred. Olympus inspected the device, and the phenomenon was reproduced. A poor electro-pneumatic proportional valve was observed. Therefore, it is presumed that the event, ¿smoke evacuation does not work due to poor electro-pneumatic proportional valve,¿ occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the smoke evacuation did not work due to dust in k connector unit, poor manifold unit and a poor electro-pneumatic proportional valve. There was no patient involvement.